Manufacturer narrative:
The device completed the priming sequence earlier than expected. The data presented rotational sensor errors and an 0x41 alarm. The device was reset and rerun. The rerun data presented no anomalies. The cause of the rotational sensor errors that prevented the deployment of the needle and caused the 0x41 alarm could not be conclusively determined. Contamination and debris were observed on the commutator cap. It could not be conclusively determined if either of these resulted in the rotational sensor errors.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.